Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2015, a patient underwent treatment of an abdominal aortic aneurysm measuring 49mm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2018, a type ii endoleak with retrograde inflow from the inferior mesenteric artery (ima) was detected. The aneurysm measured 54mm. On (B)(6) 2018, the patient underwent percutaneous coil embolization of the abdominal aortic aneurysm sac and the ima.